Manufacturer narrative:
As part of our investigation, the endoscopy support specialist (ess) contacted the customer and inquired about the devices and serial numbers involved; however, this information was not provided. The ess also recommend and offered a reprocessing in-service be scheduled to observe the facility¿s reprocessing practices and to provide training. To date, the ess visit has not been finalized. In addition, olympus made multiple follow up attempts to obtain additional information from the user facility via telephone and in writing; however, no additional information was obtained. The scope was not returned to the service center for evaluation. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that an insufficient or incorrect reprocessed scope was used. The customer reported that the clinic was using an enzymatic solution instead of a high level disinfectant to soak and clean the scope. It is unknown how long the clinic has been performing this method on the scopes. There was no patient infection or positive device culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: the human error may have prevented facility from cleaning or disinfecting the appropriate scope. It is stated in the instruction manual that the above implementation should be carried out. However, since there is no information as to why this phenomenon occurred, it is a guess as to the factor. The above did not lead to the investigation of root cause. Confirmation of the contents of the instruction manual ¿cyf-vh/vhr reprocessing manual¿ chapter 3 compatible reprocessing methods and chemical agents 3.4 disinfectant solution use a disinfectant cleared/approved by your national regulatory agency for use in reprocessing flexible endoscopes. If national or professional guidelines applicable to your institution define "high-level disinfection" and require using a high-level disinfectant for the flexible endoscopes, follow the requirement. Follow the disinfectant manufacturer's instructions regarding activation (if required), concentration, temperature, contact time, and expiration date. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.